Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, g2. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. The device was not returned to olympus for inspection and the customer's complaint was not confirmed. Based on the results of the investigation, it could not be specified what the foreign material was. It is likely the foreign material remained was caused since the packing of the air/water valve had damage, the pressure inside the air channel got out of the damaged portion, creating a pressure difference between the inside of the body cavity and the outer air, which allowed the foreign material to enter from the distal end of the air channel. However, a definite root cause that led to the malfunction could not be determined. The event can be detected and prevented by following the instructions for use which state: instruction manual (operation manual) chapter 4 basic endoscope reprocessing operations 4.3 endoscope precleaning and manual cleaning before cleaning the endoscope with this device, precleaning is necessary for the endoscope. Immediately after each patient examination, perform bedside precleaning at least, as well as clean the outer surfaces of the endoscope, brush around the forceps elevator, and the suction channel, and clean buttons, in accordance with the reprocessing manual in ¿attachments¿ and ¿instruction manual¿. [Warning] -immediately after each patient examination, perform precleaning of the endoscope. Without precleaning immediately, the stain will adhere to the endoscope, and it will be at the risk of insufficient cleaning and disinfection of the endoscope. -if the device is operated with many a stain adhered to the endoscope without precleaning, there will be the risk that the cleaning and disinfection of the endoscope can be insufficient, or the stain accumulated inside the device can caused the failure in operation of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported blood was dripping from the air/water nozzle of the endoscope reprocessor before the procedure began. The product was replaced with a similar device and the procedure was successfully completed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.